Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported tissue injury could not be conclusively determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted imaging was challenging throughout the procedure. One clip was inserted and successfully deployed. To further reduce mr, an nt clip was inserted and deployed. However, after deployment, it was observed the clip had perforated the posterior leaflet. The clip remained stable and mr was reduced to a grade of 2. Therefore, no additional treatment was performed. There was no clinically significant delay in the procedure.